Event description:
Information received from the (B)(4) study, indicated the 2d echocardiogram performed at the subject's (B)(6) month follow-up on (B)(6) 2009, showed a small amount of pericardial effusion. The subject was scheduled to attend a (B)(6) month follow-up visit per standard of care, in which an additional echo will be performed to assess the pericardial effusion. No further treatment was performed and the effusion resolved.

Manufacturer narrative:
This event is currently being investigated further and will be reviewed by aga medical erosion board chairs. This MDR will be updated if a definite erosion is confirmed.